Manufacturer narrative:
.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochlear device during the same surgery.